Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients left l3 drg lead had migrated. Patient underwent surgical intervention on (B)(6) 2023 where in the patients left l3 drg lead was explanted and replaced. In addition, a lead was implanted at the l1 location to increase the patients pain coverage. Therapy was restored post-operatively.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The lead had migrated and was replaced during the revision, along with adding a left lead to increase coverage for the patient's pain area. All leads are functional and therapy has been restored. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.